Event description:
The account alleges the head is up and will not lower. There was no reported injury.

Manufacturer narrative:
The account called back to trouble shoot more and stated the bed is now functioning as designed. The technician told the account that the relay in the control box may have been stuck and is now functioning.